Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary:the battery was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that the controllers, (B)(4), in use within the analyzed period contain a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files for controller (B)(4) revealed a power disconnect alarm logged on (B)(6) 2018 involving the battery. Analysis of the alarm log files for controller (B)(4) revealed multiple power disconnect alarms logged between (B)(6) 2018 involving the battery. During the alarms, a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported event could be attributed, but not limited, to a battery malfunction. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported after log file review that the battery had experienced power disconnect alarm(s). The battery remains in use. No patient complications have been reported as a result of this event.